Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Date of event is unknown. (B)(4). Device is an instrument and is not implanted/explanted. A service history of the past three years for part number 05.001.400 with lot number(s) 204267.039/829114.009 has been reviewed. No service history review can be performed as the item has not previously been sent in for service. There is no relevant information to the current complained issue. The manufacture date of this item is 12-jan-2011. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. A device history record (DHR) review was performed for part# 05.001.400 lot# 204267.039: release to warehouse date: (B)(6) 2011, manufacturer: synthes (B)(4): no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The service and repair department documented the right side water pump shaft on the console for piezoelectric system is broken and does not extend all the way up as it should. Issue was discovered during service and repair activities of the evaluation set. No patient involvement. Concomitant devices reported: hand piece for piezoelectric system (part number 05.001.401, lot number 203965.043, quantity 1), foot pedal for piezoelectric system (part number 05.001.402, lot number 700779.004, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A service and repair evaluation was performed. The customer reported the right side water pump was broken and did not extend all the way up. The repair technician reported the right side water pump shaft was broken and did not extend all the way. The cause of the issue is unknown. The device was sent to the vendor for repair on 1-dec-2016. The vendor reported the console had no irrigation water flow, and the pump motor was damaged and pushed out of place. The vendor repaired the device per the vendor work instructions. The device will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.